Event description:
It was reported that a spectrum pump failed to alarm for an unintended infusion stoppage while delivering an unk medication in the labor and delivery area. The customer stated that the device was tested and performed with in spec. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). The device was received, but the eval is still in progress. When the eval is complete, a supplemental report will be submitted.